Event description:
It was reported that during the initial implant procedure, noise was noted on the device prior to connection. Abbott technical support was contacted and the noise was suspected to be procedural related electromagnetic interference. No intervention was required and the device remains implanted. The patient was in stable condition.